Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that an error message was being displayed on the vision side cart (vsc) touchscreen. The message stated there was an issue with the e-100 generator and the led on the e-100 was red. The intuitive surgical, inc. (Isi) tech support engineer (tse) assisted the caller with performing a power cycle of the generator. Once the e-100 was powered off, the message was cleared. The customer opted to not power the e-100 back on to avoid displaying the message again. The surgeon continued with the procedure. The tse advised the customer that a power cycle most likely resolved the issue, and to ensure that the e-100 is not powered on while not in use. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) followed up with the site and asked that the e-100 be powered up to confirm that the issue was resolved. The e-100 was powered up and showed no errors. No site visit was conducted. The system was working properly, and no additional action was required. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk5071. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer aborted use of the e-100 generator after the start of the procedure due to the electro surgical unit (esu) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.